Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment leading to a single leaflet device attachment (slda) and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualization was difficult during the procedure. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve. It was noted that some p-knob was used due to the high transseptal puncture. After successfully grasping the leaflets with a trace grade outcome, deployment steps were started. The actuator knob was turned 9 times and the arm positioner was in the open direction to release the groove pin, but the clip did not release from the cds. The cds handle was moved back and it was confirmed that the actuator knob was released. The clip released within a few seconds, but the mandrel popped out of the device. The clip shifted and detached from the one leaflet, remaining attached to the other leaflet (single leaflet device attachment/slda). The mr remained at 2. The cds was removed, with the gripper line left in place, on the clip. The patient was sent to surgery for mitral valve replacement. During surgery it was observed that the second clip was across a chordae to a1 and attached to the posterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported difficult deployment and subsequent single leaflet device attachment (slda) could not be replicated in a testing environment, as it was related to procedural conditions and patient anatomy issues, respectively. The reported actuator knob retraction was not confirmed during visual inspection, as the actuator knob assembly was positioned at 2mm past the arm positioner during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history did not indicate a lot-specific quality issue. Reported information indicated that there was a lot of difficulty with imaging due to a degrading echo image and interference. The instructions for use (IFU) cautions to always use pressure monitoring, echocardiography and fluoroscopy for guidance and observation during use of the mitraclip system. Additionally, it was reported that the gripper line was left in place on the clip, as a safety measure in case of clip movement as they were sending the patient to surgery. Per the IFU, the gripper line removal should occur prior to mitraclip system removal. All available information was investigated and the reported difficult deployment and subsequent slda could not be replicated in a testing environment, as it was related to procedural conditions and patient anatomy issues, respectively. The reported actuator knob retraction was not confirmed during visual inspection, as the actuator knob assembly was positioned at 2mm past the arm positioner during returned device analysis. The two reported user errors were not replicated in a testing environment, as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Furthermore, the account reported that a major surgical procedure and hospitalization was required. All available information was investigated and the reported difficult deployment resulting in the slda appears to be related to the initial insufficient retraction of the actuator knob, as the account reported the clip deployed once the actuator knob was retracted. However, the troubleshooting maneuvers during the difficult deployment likely contributed to additional forces to the clip such that the clip detached from one leaflet. User technique was determined to have contributed to the reported actuator knob extension from the arm positioner. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.